Event description:
Seven years following intraocular lens (iol) implant surgery, a consumer reports noticing streaks of light across the lens. He states he has been experiencing this since the surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/01/2008, 02/05/2008, 02/07/2008 and 02/12/2008 by fax, mail and phone. A completed questionnaire has not been returned.